Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 14/feb/2019. Additional information: device evaluation summary: the device was returned to apollo for analysis and visual examination was performed. The balloon shell was noted to be discolored, as it was blue in appearance. Green and black particulate matter was noted in the valve channel. A valve test was performed, and when di water was injected into the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and the device was noted to be leaking from five openings on the balloon shell. One opening was noted on the radius of the shell, and four openings were noted on the posterior portion of the shell. Under microscopic analysis, all five openings on the balloon shell were noted to have striated edges, consistent with damage from a surgical tool and surgical damage from device removal activities. Yellow particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had been "complaining of not losing weight thus bib check was done". The balloon was deflated and removed with only 400cc regardless that it was filled with 600cc 2 months ago.